Manufacturer narrative:
(B)(4). Batch #n92n9f. The device was received with the blade tip broken off and not returned with the device. The blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for the alert screens of remove instrument from patient, replace instrument and an unspecified alert screen a probable cause of no activation is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use the device was functionally tested with a gen11 generator. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade.

Event description:
It was reported that during a laparoscopic liver resection procedure, after a few activations, the device went into an error saying that the jaws needed to be cleaned. The operating room nurse cleaned it in the way we in-service them (open activation in water), but then the error went to ¿remove the device and attach a new one.¿ resetting the generator and reconnecting the device didn't bring a solution. The surgery was finished with a monopolar hook. There were no adverse consequences for the patient reported.